Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare field representative that the felt piece on the back of two opt316 optiflow junior nasal cannulae detached after approximately three to four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the two complaint opt316 optiflow junior nasal cannulae were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection of the cannulae revealed that the loop pad (wigglepad padding) had started to peel off from the cannulae, starting from the side closest to the prongs. Glue was present on both of the cannulae where they come into contact with the loop pad. A lot check was not performed as no lot information was provided. Conclusion: the loop pad appears to have detached due to failure of the glue which bonds the loop pad's adhesive backing to the cannula. The optiflow junior cannula maintains good retention on the infant's face during use. It would only be possible for the loop pad to become detached while the cannula is being removed by the caregiver. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contain the following statement: "check cannula remains secure on the face. Replace wigglepads if required." Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.